Manufacturer narrative:
1528 - difficult to remove. Additional information was provided and is available in: section d11 (concomitant medical products): 18-gauge needle, guidewire, 8.2f catheter. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt and perforation of the ivc filter struts. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages. The following additional information was received per the patient¿s implant records: at the time of implant, the patient¿s preoperative diagnoses was hypercoagulable due to pelvic and femur fractures post motor vehicle accident. The patient had a deep vein thrombosis. The filter was implanted below the level of the renal veins. Approximately three months post implantation, the patient underwent an unsuccessful attempt at ivc filter retrieval. Multiple attempts were made to engage the inferior vena cava filter; however, the physician was unable to engage the filter due to angling. Multiple attempts were made with the snare as well as with a non-cordis recovery cone system. The decision was made to leave the filter in place. Approximately three years and two months post implantation, the patient underwent another unsuccessful removal attempt. The physician was unable to hook the filter and the procedure was terminated. Approximately four years and nine months post implantation, a contrast CT scan was performed revealing the filter was ingrown into the caval wall circumferentially greater than 5mm on all sides. It was felt that the removal of the filter would potentially result in a large tear in the cava and the procedure was terminated. According to the information received in the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilt, filter embedded in wall of the ivc. The patient also reports suffering from anxiety.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter placement was hypercoagulable state due to pelvic and femur fractures post motor vehicle accident. The patient also had a deep vein thrombosis. The filter was implanted below the level of the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt and perforation of the ivc filter struts. Approximately three months post implantation, the patient underwent an unsuccessful filter retrieval. Multiple attempts were made to engage the inferior vena cava filter; however, the physician was unable to engage the filter due to angling. Multiple attempts were made with the snare as well as with a non-cordis recovery cone system. The decision was made to leave the filter in place. Approximately three years and two months post implantation, the patient underwent another unsuccessful removal attempt. The physician was unable to hook the filter and the procedure was terminated. Approximately four years and nine months post implantation, a contrast CT scan was performed revealing the filter was ingrown into the caval wall circumferentially greater than 5mm on all sides. It was felt that the removal of the filter would potentially result in a large tear in the cava and the procedure was terminated. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilt, filter embedded in wall of the ivc. The patient also reports suffering from anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt and perforation of the ivc filter struts. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages.